Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the presence of the reported event code; however through testing, there was no observation of any issue with the device's ability to deliver defibrillation therapy.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a potentially critical event code.  This event code is related to the device's capability of delivering defibrillation therapy.  There was no report of any patient use associated with the reported issue.